Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation found the upper reading on the ultrasonic sensor to be below specification. Low ultrasonic readings would make the pump more sensitive to air in line alarms. The upstream sensor will be replaced.

Event description:
It was reported that a pump is continuously alarming for air in line. The customer stated there was no patient involvement.